Event description:
Pt reported that their blood glucose levels have been running high (450 mg/dl) for the past two weeks. Pt did mention that they have an absorption concern (insulin coming out of their infusion site) since the day prior to the report. Pt delivered 35 units of insulin. Pt feels that high blood glucose may be due to device.